Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated the fallopian tube"), uterine perforation ("the other essure micro-insert started to migrate into the uterus/had perforated her uterus") and genital haemorrhage ("abnormally heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included miscarriage and dysmenorrhea. Concomitant products included norethisterone (jolivette-28) from (B)(6) 2006 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal cramping/abdominal pain"), back pain ("back pain/back pain"), uterine pain ("uterine pain"), arthralgia ("hip pain"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraines / headaches"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), embedded device ("malposition of essure device location of device: implantation of essure"), visual impairment ("vision/eye problems type: need to wear glasses") and device expulsion ("migration of essure device location of device: migrated to uterus"). The patient was treated with sumatriptan, naproxen sodium (aleve), ibuprofen (advil), surgery (laparoscopic surgery to remove the device and further ligate her fallopian tubes), surgery (laparoscopic surgery to remove the device and further ligate her fallopian tubes), alternative therapy (heating pad) and alternative therapy (need to wear glasses). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, back pain, uterine pain, arthralgia, dysmenorrhoea, menorrhagia, migraine, anxiety, depression, abdominal pain lower, vaginal haemorrhage, headache, embedded device, visual impairment and device expulsion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, uterine pain, uterine perforation, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: since the removal of the essure micro-inserts, her symptoms have mostly resolved, though some remain. (Essure dates of use: (B)(6) 2006 to (B)(6) 2011 discrepancy noted in pfs). Diagnostic results: ultrasound scan revealed that one of the essure micro-inserts had perforated the fallopian tube and that the other essure micro-insert had started to migrate into the uterus. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet was received: events per pfs: abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: implantation of essure, headaches, migration of essure device location of device: migrated to uterus, vision/eye problems type: need to wear glasses, patient did not underwent essure confirmation test were added. Patient's medical history was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure micro-inserts had perforated the fallopian tube"), uterine perforation ("the other essure micro-insert started to migrate into the uterus/had perforated her uterus") and genital haemorrhage ("abnormally heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal cramping"), pelvic pain ("pelvic pain"), back pain ("back pain"), uterine pain ("uterine pain"), arthralgia ("hip pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), migraine ("migraines"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic surgery to remove the device and further ligate her fallopian tubes). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, pelvic pain, back pain, uterine pain, arthralgia, dysmenorrhoea, menorrhagia, migraine, anxiety, depression and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine pain and uterine perforation to be related to essure. The reporter commented: since the removal of the essure micro-inserts, her symptoms have mostly resolved, though some remain. Diagnostic results: ultrasound scan revealed that one of the essure micro-inserts had perforated the fallopian tube and that the other essure micro-insert had started to migrate into the uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.